Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device remains implanted. Device return unknown.

Manufacturer narrative:
Clarification to d6a: partial date of "2004 or 2005" provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).